Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead could not advance down the guidewire. The lv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿guide wire could not enter the electrode¿ was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the filars of the inner coil to be offset and inner coil to be kinked in multiple locations of the lead body consistent with procedural damage. Body fluids/blood was noted in the offset filars of the inner coil locations. Unable to perform a guidewire insertion test due to offset filars of inner coil with body fluids/blood in the inner coil, and inner coil kinked as received. The cause of ¿guide wire could not enter the electrode¿ was due to damaged inner coil and blood in the coil.